Manufacturer narrative:
Although requested, the affected device has not been received; the device logs have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient was getting propofol titrated at 5-70 mcg/kg/min; a new 100 ml bottle of propofol 10 mg/ml with new tubing was hung at 06:08 a.m., and was continued at the previous dose of 20 mcg/kg/min. Reportedly, no rate changes were made and the rate was confirmed by two staff members. An image provided by the customer shows a pcu screen with a continuous infusion of standard dose propofol (10,000 mcg/ml) at 10.4 ml/hr with a vtbi of 89.5 ml and a dose of 20 mcg/kg/min. At 06:35 the bottle of propofol was empty and there was air in tubing. There were no alarms from the device. The patient was already intubated on pressors prior to the overinfusion and required increased pressor support for a short period of time, but was subsequently extubated at the end of the same day.

Manufacturer narrative:
The customer¿s report of a propofol overinfusion was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. There were no observed anomalies. Although the initial event description states that a new 100ml bottle of propofol with new tubing was hung at 6:08am on (B)(6) 2016, analysis of the pcu event log does not show the pump module door being opened at that time; there is no activity logged between 4:45am and 9:39am on (B)(6) 2016. The log shows the pump module door was opened at 9:47pm on (B)(6) 2016. The next time the module door was opened was at 11:26am on (B)(6) 2016. The device logs cannot determine the starting volume of the fluid container. Functional testing found the device to be delivering fluid within specification. The root cause of the customer¿s report of a propofol overinfusion was not identified.